Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. The sensor plug was properly seated in the sensor mount, no damage or cracks were observed on the sensor plug or neck. The sensor plug was removed and observed all three contacts to be installed properly. Extracted data from returned sensor using approved software. Results were within specification. No product deficiency was identified.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer began to experience ¿pain¿ at the insertion site, on the 10th day of wear, and then the sensor detached. After the sensor detached, customer noticed the area was ¿swollen and there was redness¿. The next day, (B)(6) 2018 customer self-presented to a hospital where she was informed that she was having a ¿serious allergic reaction¿. The healthcare provider cleansed her skin with alcohol and then prescribed mupirocin (bactroban) an antibiotic. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer began to experience ¿pain¿ at the insertion site, on the 10th day of wear, and then the sensor detached. After the sensor detached, customer noticed the area was ¿swollen and there was redness¿. The next day, (B)(6) 2018 customer self-presented to a hospital where she was informed that she was having a ¿serious allergic reaction¿. The healthcare provider cleansed her skin with alcohol and then prescribed mupirocin (bactroban) an antibiotic. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has also been performed for the reported complaint there was no indication that the product did not meet specification. The sensor applicator was not returned. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6)2018 customer began to experience ¿pain¿ at the insertion site, on the 10th day of wear, and then the sensor detached. After the sensor detached, customer noticed the area was ¿swollen and there was redness¿. The next day, (B)(6)2018 customer self-presented to a hospital where she was informed that she was having a ¿serious allergic reaction¿. The healthcare provider cleansed her skin with alcohol and then prescribed mupirocin (bactroban) an antibiotic. No additional treatment was required. There was no report of death or permanent injury associated with this event.